Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer's blood glucose level was 60 mg/dl. Customer stated that she was trying to refill the pump and none of the buttons were working. Customer was able to eat and drink to bring the blood glucose level back up. Customer stated that the keypad does not want to respond to anything she tries to do. Customer also stated that it was warm today but she does not recall any other events. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).